Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the only certain spots of the buttons of insulin pump were working. Customer's blood glucose value was unknown at the time of the incident. Customer stated that battery life diminished they had to change it in every 2 weeks also screen was dim and had to turn light on to view. Customer declined to troubleshoot. The device will not be returned for analysis.